Event description:
It was reported that the device had no magnet response and could not be interrogated. It was noted that the patient had been lost to follow-up and was recently admitted to the hospital with congestive heart failure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.